Event description:
A surgeon reports a pt complains of visual disturbances following intraocular lens implant surgery. The pt describes their symptoms as uncertainty of depth perception and the appearance of a shadowed image in their periphery. When using the operated eye alone, the vision is blurry which may contribute to the reported issue with depth perception. The shadowed image appears peripherally only very briefly and is gone in an instant. This symptoms occur under both light and dimly-lit conditions. The pt also mentioned that their eye seems to "quiver" although they are planning to see another physician for a second opinion.